Manufacturer narrative:
This is a retrospective MDR submission. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in (B)(6) (patient database) that the patient did receive one positive curative test result. The patient's test sample was collected on (B)(6) 2021 01:31:14 pm pst. The result for this test was released on (B)(6) 2021 at 08:31:00 am pst. The patient's sample resulted in a viral CT value of 32.9 which falls under the positive range. No corrections were made to this test report upon release to the patient. In addition to the patients' records, it was found that the patient took multiple other curative tests on (B)(6) 2021 at 02:31:09 pm pst and resulted on (B)(6) 2021 at 12:50 am and (B)(6) 2021 at 02:19:56 pm pst and resulting on (B)(6) "201" at 1:36 am. Both test, (B)(6), both had CT values of infinity, thus resulting in a negative results. Per the clinical lab's investigation, the sample was resulted correctly and contamination to the patient's sample was ruled out. The patient's sample was located on plate-(B)(4) at position f2. Plate was extracted manually with plate-(B)(4), plate-(B)(4), and plate (B)(4) by atr. All four plates used filter plate lot 599914, tcep lot 010421mrc-tc1, wash buffer lot 010521dsw-ng1, and elution buffer lot 599822. Using the same reagents and a different pattern of amplification was observed, indicating there was no contamination in the reagents used for extraction. There was one sample on the plate with an extremely strong viral CT of 11 at location c9, which is far from the location f2 sample in question, rule out potential contamination during specimen processing. Moreover, the reagents used to test the patient's sample were within specifications, not expired, and passed qc and the floating blank was in the right position. A floating blank is a well on a 96-well pcr plate that is intentionally left blank (has no specimen) that is used to help verify the correct orientation of the plate in the pcr result software when the plate is undergoing review. Master mix batch 236 was used for pcr. Customer success team responded to the patient on (B)(6) 2021 via email and explained to the patient how curative's pcr test works. The email also explained how viral CT values are measured in regards to positive and negative value ranges. The patient was also informed that their sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim of false negative. The result of the investigation clearly showed a true negative result. Depending on the time of infection, viral load may be too low to detect on the second test performed on (B)(6) 2021 and again on (B)(6) 2021.

Event description:
Customer success received a call from the patients son saying that his mother tested negative and he tested positive. Customer success agent documented that the patient believes his mother received a false negative as she tested positive a few days prior. Patient was questioning validity of the oral test. Patient's mother took two oral rt-qpcr tests. The agent followed up with more information with resources to nasopharyngeal test vs. Oral swab test accuracy.